Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
While the clinical representative (cr) was exporting the patient folder from the rosa robot, the robot gave the follow error: 'an error occurred while exporting patient folder.' The cr had to log on the maintenance side and copy the patient folder manually. This error occurred after the surgery and there was no patient involvement.

Event description:
While the clinical representative (cr) was exporting the patient folder from the rosa robot, the robot gave the follow error: 'an error occurred while exporting patient folder.' The cr had to log on the maintenance side and copy the patient folder manually. This error occurred after the surgery and there was no patient involvement.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. This software anomaly will be addressed through our design issues management process.